Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was complaining of pain at the pocket site and in their spine at the electrode site when the ins was turned on. The rep noted the patient had not used their ins for about a month, due to pain. A factor which may have led to the event was the patient stated they felt a pop when getting out of their truck. The patient reported the battery began to protrude from its original pocket site. The rep reported that once they charged the device to 25%, they were able to run an impedance check. They stated that all impedances came back within normal ranges and the ins was operating normally. The rep reported that the patient¿s healthcare professional (hcp) closed their practice, so they brought the patient to another treatment facility to help with the issues. The rep informed the staff of the problems the patient was having with their stimulation. The rep reported the issue was not resolved. No further complications were reported. Follow-up was conducted.